Event description:
Boston scientific received information that during a follow-up, an episode was found with oversensing on this right atrial pace/sense lead that led to an inappropriate shock. A pace impedance measurement of less than 200 ohms was found. There was no anomale seen on an x-ray. It was found that the inappropriate shock happened because an episode of sinus tachycardia was mistaken for a true ventricular tachycardia. The device was reprogrammed and further follow-up will be performed. The implanted products remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.